Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 06-oct-2016 from manufacturer's representative (rep) stated that it was determined that the patient must have had a pocket fill at the time of last refill. The pump refill was completed and dosing was resumed and withdrawal symptoms resolved.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture's representative regarding a patient receiving lioresal at a concentration of 2000 mcg/ml and a dose of 370.4 mcg/day via an implantable pump. The indication for use was intractable spasticity. It was reported the patient was going through withdrawal and experienced intense spasms starting last (B)(6). The pump had been refilled a few weeks ago but the exact date is unknown. It was believed that no pump settings were changed during the pump refill. The patient ended up going to the emergency room and x-rays, a dye study and a CT scan were performed to confirm the pump and catheters were in tact. The computer read the pump and stated it was full but through interrogation and aspiration of the pump it was determined that the pump was empty. The pump was filled immediately. The patient spent 2 nights at the hospital and 8 hours in the emergency room due to the issue. It is believed the empty pump was the result of a poor pump refill that occurred 3 weeks ago. The withdrawal was very uncomfortable for the patient and they had extreme spasticity they had never experienced before. It was noted that the patient went several hours without receiving medication at the hospital that lead to a more extreme withdrawal experience.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.